Manufacturer narrative:
Product ID 97791 analysis results were not available as of the date of this report. A follow-up report will be submitted when lead analysis is complete. H6: please note that method code 4117, result code 3221, and conclusion code 67 no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Device analysis for ins nmb708635h revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the mdt data report taken from the ins, the last five attempts to recharge while implanted took place between 12-jun-2019 and 11-jul-2019. Because the battery voltage was below 3.575 volts the ins was on "therapy unavailable" mode and was not charged to restored ¿therapy available¿ mode. On 05-jun-2019 the battery had depleted to the ¿therapy unavailable¿ mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. Device analysis for lead 0211405597 revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Device analysis for lead 0211405598 revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #:(B)(4); product ID: 977a275, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the system was heating. The patient felt burning when the device was on for two hours. The burning sensation was at the device pocket and lead location. The issue was not resolved as of (B)(6) 2019. No medical or surgical intervention was needed to prevent a permanent impairment of function. The event did not lead to or extend patient hospitalization. The burning was noted to be a temporary injury, and the patient was alive. The issue occurred during normal use. Additional information was received from the rep. It was noted that the patient had benefits with stimulation and a decrease in pain, but three months prior to (B)(6) 2019, the patient started to feel pain at the generator site and it heating. The pain appeared at the electrode site as well. After two hours of the system switched on, the patient turned off the neurostimulator and goes on without it since the heating of the generator and pain are uncomfortable. The rep performed impedance testing and did not notice any changes. The recharging system seemed complete with no apparent damage, and the rep tested it and it recharged the ins normally. The telemetry printout was provided which showed all impedance values within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s device was off as of (B)(6) 2019 and that the patient was waiting to determine replacement costs before any further actions or interventions would be taken or planned. No further complications were reported or anticipated.